Event description:
A customer reported a potential issue due to high blood glucose levels indicated as "high" on their continuous glucose monitor (cgm), with no specific value provided. Cause was not known. Corrective actions included administering a correction bolus earlier in the day and instructions to inspect and replace infusion supplies if necessary. The customer also received guidance from technical support to examine the insulin delivery system and ensure proper usage.